Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced the feeling she had of throwing up, shakiness, vomiting, tachycardia, and the feeling she was going to pass out. When a fingerstick was taken, the cgm reading was 240 mg/dl, and the blood glucose reading was 555 mg/dl. Her husband took her to the hospital. When a fingerstick was taken at the hospital, the cgm reading was 220 mg/dl, and the blood glucose reading was 600 mg/dl. The patient was treated with intravenous insulin. The patient was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 05/24/2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm which is off label usage of the device on 05/10/2026.